Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) -year-old caucasian female underwent primary breast augmentation with a mentor smooth round moderate profile 300cc saline prosthesis. On (B)(6) 2018 the left implant was noted to be drooping and deflation was diagnosed. As a result, explant is planned for (B)(6) 2018.

Manufacturer narrative:
On 06/16/2018, the mentor failure analysis lab received the device for evaluation. On 06/16/2018, mentor received new information about the event. It was originally reported that the event date is (B)(6) 2018. New information states that the event date is (B)(6) 2018. On 06/29/2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device returned without fluid. White and brown material was observed within the device. No foreign material was observed on the shell surface. The product evaluation (pe) team discovered a rent measuring approximately 0.3 cm within a crease on the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. Manufacturer¿s reference number: (B)(4).